Event description:
The customer reported to olympus, the high definition lcd monitor was blank and the menu options were in japanese. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was instructed to turn the lock off in the menu, go to the system configuration on the second line from the bottom and select english. To get the image, tac instructed the customer to press input to change the input from y/c to sdi. The device had an image and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, that the event (blank monitor and menu options were not in english) occurred, during preparation for use and during the initial set up. There was no patient harm or consequence reported, as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the phenomenon occurred, due to wrong setting of video output signal. The final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.